Manufacturer narrative:
This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on august 05, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a (performance decrement) leading to device non use; subsequently the device was explanted on july 21, 2016 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed september 30, 2016. (B)(4).